Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed the charge time out (cto) using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing the ctos. Battery analysis identified localized lithium (li) discharge along the edges and near li-severing in the battery. The li- severing resulted in a reduced li anode surface area, which caused an increased battery resistance that was measured upon receipt. The increased battery resistance resulted in excessive charge time (ect) and charge timeout (cto) events prior to elective replacement interval (eri) and subsequent explant. In addition to the li-severing, a li deposition breach was found in the separator in the anode adjacent to the edge of the cathode tab slot. Deposited lithium (li) protruded through the anode breach and contacted the cathode tab, resulting in an apparent electrical short. However as the device was explanted due to cto and ect events, not rapid voltage depletion, the apparent li-short is only noted for completeness. Based on this analysis, the ect and cto events prior to eri was caused by li severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardioverter defibrillator (ICD) was replaced due to reaching normal elective replacement indicator (eri). The device was returned and to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this.